Event description:
Multiple incidents with kiwi vacuum delivery system. In a single day we had incidents where 3 differrent kiwi vacuums lost vacuum during a procedure (lot # 060035). This lot was pulled from the storeroom and exchanged with the representative from a local distributor for a different lot. One month later we had an incident where 1 kiwi vacuum did not produce any suction (lot # 060091). Three days later we had incidents where 3 different kiwi vacuums did not produce any suction (lot # 060091). Also on this day we had an incident where 1 kiwi vacuum was in pieces when the package was opened (lot # 050981). No known patient harm from these incidents, but there was delay in delivering a cesarean section infant and one physician feels she might have done an unnecessary cesarean section.